Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found errors c-34 confirming the event occurred in the field. Upon visual inspection, found a few scratches on the side cover. The unit was installed onto a well-known system and functioned as expected. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34 and c-38. This error indicates a lower or higher voltage or current than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a recurring c-38 error on the generator. The customer had performed multiple power cycles on the generator and attempted using a new instrument along with various cables. The tse proposed the use of an alternative generator as a temporary solution. The procedure was completing as planned with no reported injury.